Event description:
A malfunction alarm labeled malf 15 occurred, but no notable events were reported prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.